Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 5.0mg/ml dilaudid at 0.3505mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump system was explanted and not replaced because the pump pocket was never comfortable and always sore. The issue was resolved at the time of the report and the patients status was noted as "alive-no injury." No further complications were anticipated/reported.